Event description:
This event was captured based on literature review by av japan safety assurance. It was reported that on (B)(6), 2012, coronary angiography was performed due to dull feeling of chest on exertion. Areas of stenosis were noted in the right coronary artery (rca) and the left anterior descending artery (lad). An unspecified xience v stent was deployed in the rca. One month later, via angiography, a polypoid restenosis was observed in the stent. Intra-vascular ultra sound (ivus) image suggested organized thrombus. Balloon angioplasty was performed, resulting in good blood flow. One month later, another angiography was performed and in-stent polypoid restenosis was found at same place. Ivus was performed again and the image observed was the same as the last ivus. No further treatment was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided.

Event description:
Subsequent to the initial report filed, additional reported information indicates that the xience v stent that was implanted on (B)(6) 2012 in the right coronary artery was a 3.5x23 mm rx xience v stent. On (B)(6) 2012 angiography was performed revealing the polypoid restenosis observed in the 3.4x23 mm rx xience v stent.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation. In this case, there were no reported device malfunctions or product deficiencies. Coronary or stent thrombosis and restenosis of the stented vessel is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures.although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.